Manufacturer narrative:
(B)(4). Visual evaluation of the returned products confirmed that one of the pouches has a void in the seal. The seal measures less than the allowed tolerance. Complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of one of the pouches when it left zimmer biomet control is considered non-conforming. The root cause of the reported issue is attributed to a manufacturing error for the non-conforming pouch. A corrective action was previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that there was a crease in the sealing area. No further event information available at the time of this report.